Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-27062019-0000463925 represents the adverse event which occurred on (B)(6) 2012. Mwr-27062019-0000463928 represents the adverse event which occurred on (B)(6) 2013. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery, exploratory laparotomy and primary closure of abdomen on (B)(6) 2012 during which the surgeon noted ¿serous fluid around the mesh and a portion of small bowel struck directly underneath the mesh with adhesions.¿ it was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2013. It was reported that the patient experienced severe pain, dense adhesions, bowel obstructions, bowel resection, infection, nausea, chills, inflammation, scarring, loss of appetite, stress and anxiety. No additional information is provided.